Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12, but it did not result in any adverse impact on the customer's blood glucose level. The pump had not been reset within the previous 24 hours, so technical support provided instructions and assistance to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, and the customer understood the instructions.